Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio at the information center associated with a suspected issue with their remote pas-210 speaker. The device was in use monitoring patients. No adverse event was reported.